Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level in the 300's (mg/dl). The customer administered a bolus of lantus. The customer reported that the suspected cause was due to the pump not delivering insulin. The customer changed all supplies and was unable to observe insulin exiting the tubing although the customer had filled the tubing with 30 units. The customer reverted to manual injections for therapy. The issue recurred during troubleshooting with tandem technical support. Reportedly, the customer has lantus pens available as alternate insulin therapy.